Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.2 hardware: iphone14.5 cgm sensor type:data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026, with hyperglycemia. The patient reported that their blood glucose levels were high, although specific blood glucose levels were not reported. The patient reported that the pod was alarming that the pod was out of insulin, and that insulin delivery had stopped. As treatment, a new pod was applied. Information regarding patient symptoms and discharge date were not available. Multiple good faith attempts were made to obtain additional details, but no additional information was available.